Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was nearly 500 mg/dl, which was treated with manual injections. The blank display was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. Nothing further reported.